Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 52070-91, and data files were returned and analyzed. Data files did not show any system notices on the reported event date. Visual inspection of the device showed it was intact with no apparent issues. The reported air ingress could not be reproduced. Multiple aspirations and injections were performed without air bubbles or leaks and the hemostatic valve and valve assembly were leak tight. In conclusion, the reported air ingress and valve issue have not been confirmed through testing. The device passed the returned product inspection as per specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure there was air introduction into the hemostatic valve of the sheath. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.